Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the surgeon insufflated the patient and after insufflation noticed the blunt tip of the device did not return back to the safe position leaving the blade exposed. The surgeon discontinued use of the defective device and opened a new device and continued on with the case. There was no bleeding reported in excess of 250cc. Operative time was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury reported.

Manufacturer narrative:
(B)(4).